Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at end of service (eos) and triggered an alert for charge circuit timeout. The alert was programmed off and the ICD remains in use. No patient complications have been reported as a result of this event.